Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that while inserting a screw into the femoral sizer that the tip of the magnetic screw driver broke off in the head of the screw. The surgeon used a helicodal burr to grind off the head of the screw and then used vice grips to remove the shaft of the screw.

Manufacturer narrative:
The lot number is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. The manual orthopaedic surgical instruments recommendations for care, cleaning, maintenance, and sterilization states that instruments should be carefully inspected for damage and should be replaced if damage or wear that may compromise the function of the device is noted. A definitive root cause cannot be determined with the information provided.